Event description:
It was reported that the patient underwent an initial surgery on and unknown date. Subsequently, it was reported on an unknown date that the patient suffered from an infection. Attempt was made to obtain additional information. It has been reported that no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: france. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.